Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system is "not working". The patient stated his system has not worked for approximately six months. The patient stated he would like the system explanted. Follow-up identified the patient's scs ipg battery depleted and the ipg is inoperable. Additional follow-up identified the patient had his entire scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.